Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a rep rem star devices' sound abatement foam. The patient has alleged eye irritation, nose irritation, respiratory tract irritation, asthma, ear pain, sinus pressure, dry eyes and throat issues. No medical intervention was specified by the patient. During the investigation pil observed with the device and verified airflow, using a known good pil supplied power supply and ac power cord. Pil also observed customers humidifier heater plate did heat. Evidence of sound abatement foam degradation/breakdown was not observed in this device. This investigation was performed as outlined in ER 2244873 (v01). Secondary findings were observed. And there were 10 errors were logged ui (user interface) knob missing. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Water tank missing. Broken stops on flip lid assembly. Missing nonslip pads on bottom of base device. Missing nonslip pads on bottom of humidifier. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Pil was unable to address the symptoms specified. In box d: device available for eval? And date returned to mfg has been updated. Box b: adverse event/product problem and outcome attributed ae should be corrected., in box h: device eval. By mfg? (Device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, respiratory tract irritation, asthma, ear pain, sinus pressure, dry eyes and throat issues. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.